Event description:
It was reported that the machine switches on battery, but after performing for few minutes, it switches off automatically both on ac and battery power. This problem was duplicated many times with no alarm or error message prior to it shutting off. No patient injury was reported.

Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding the event and multiple requests were made to have the customer return the product involved in the event. The unit has not been returned and therefore an evaluation of the device involved in the event could not be performed as of the date of this report. The device history records (dhrs) for this device were reviewed. Nothing was identified in the DHR to indicate there was a manufacturing related cause for this event. If and when information becomes available or once the unit is returned and an evaluation is performed, a follow up report will be submitted.